Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Two used needles were examined for visual inspection attribute defects and no defects were observed. The hole of the needle was examined for suture remnant and no remnant was found into the hole. Additionally, there are slightly marks on the needle by use of the needle holder. The suture was not returned for evaluation therefore no conclusion can be drawn. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the surgery, the suture detached from the needle too easily during knotted suture of epidermis. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.